Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was to report that the pt was having issues connecting to the therapy app to turn their ins off. Caller stated that they were prompted to pair the communicator to their handset but was unable to successfully do so. Caller also explained that they were "zapped all night" because they were unable to turn stimulation off prior to going to sleep for the night. Agent attempted to walk the pt through troubleshooting but it seemed that the communicator wasn't charged. Agent instructed pt to charge the communicator, then call back for further assistance. Pt seemed confused with how the external equipment works. Pt kept commenting that the communicator was charged but was looking at the change level of the handset, not the communicator. Caller also added that they've been seeing eri for a while and have been approved to have their ins replaced. Pt said they have an upcoming appointment on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.